Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a button error on the insulin pump. His blood glucose was 222 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. The device will not be returned for analysis at this time.